Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the sales rep for this case is: (B)(6). It was reported that this device exhibited noise. A review of the provided data by technical services (ts) noted oversensing on the atrial and ventricular channel resulting inhibition of pacing due to non cardiac signals. Ts discussed possible troubleshooting and programming options for this patient and case to determine the root cause of this issue. Additional information noted that the patient was seen at the hospital, but no further information regarding the follow up was provided or could be obtained. The device remains implanted. No adverse patient effects were reported.